Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen needs to be constantly recalibrated. The customer has cleaned around the edges, calibrated without the screen protector as well as replace the screen protector. Device still experiencing calibration issues. The device was not in clinical use, no health consequence nor impact.